Event description:
The sureclip repositionable hemostasis device was advanced down the endoscope channel. When requested by gastrointestinal physician to open jaw of sureclip, jaw would not open. The sureclip repositionable hemostasis device was removed from patient.